Event description:
The lay user / patient contacted lfs spain on (B)(6) 2012 alleging inaccurate high readings on her one touch ultra easy meter compared to the lab. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: on an unspecified date and time prior to going to the lab she had felt more tired than usual; however, did not exhibit any other type of symptoms. The patient does not recall the readings the day prior to going to the lab. She remembers testing at 7:50 am in the morning on her lfs meter and obtained a 93 mg/dl and just 10 minutes later tested in the lab with a result of 37 mg/dl. The patient claims she did not receive any treatment in the lab and that she has had diabetes for more than 20 years and knows how to manage her diabetes. She tests approximately 4x a day. It is unclear whether the patient takes any diabetes medication for her diabetes. A normal reading for the patient is between 90 - 150 mg/dl. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that her lfs meter was reading higher than the lab result. Her glucose reading in the lab read 37 mg/dl, which is considered a serious injury compared to her lfs meter reading of 93 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Disregard statement "the test strips involved with this complaint were evaluated and er4 was observed with control solution testing"; no er4 message was observed. The meter passed testing with no faults found. The follow-up # should have read "1" not "0".

Manufacturer narrative:
(B)(4): the test strip passed testing with no faults found.the test strips involved with this complaint were evaluated and er4 was observed with control solution testing.